Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device showed an "abnormal energy delivery" warning during a patient event. As a result, the wrong defibrillation therapy may have been delivered to the patient, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device showed an "abnormal energy delivery" warning during a patient event. As a result, the wrong defibrillation therapy may have been delivered to the patient, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.